Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg does not provide 24 hours of effective therapy after being fully recharged. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: h6 - medical device problem code should have been 1057 - premature discharge of battery rather than 3283 - wireless communication problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.